Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that their insulin pump alarmed for the motor arm cannot communicate with the main arm. Customer¿s blood glucose was 6.1mmol/l at time of incident. Customer states that they are able rewind. Customer performed self test and it passed. Customer advised to monitor the pump and call back if issue occur. Insulin pump will be return for analysis.